Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was getting sensor errors after the 2nd sensor was inserted. Customer removed the sensor and the electrode was really small. Customer stated that her skin is perfectly normal and there is nothing under the skin. Customer was advised that the sensor will be replaced.